Event description:
I had to have a hysterectomy on (B)(6) 2012 due to adverse scarring caused by the pet fibers in my implanted essure devices made by conceptus. The scarring did not stay localized to my fallopian tubes, instead over the course of almost 3 years it had moved to coat the whole inside of my uterus, then moved outside of it to cause web-like scarring that connected to other parts of my abdomen that resulted in my uterus, cervix, and fallopian tubes being removed as well as a lot of scar tissue having to be removed and fused. I'm very lucky to still have my ovaries at only (B)(6). This device was implanted on (B)(6) 2009 at (B)(6) hospital at (B)(6). I also had to be seen in the emergency room on (B)(6) 2012 for the horrible pain, nausea, etc that I was experiencing due to these adverse effects.